Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 79 mg/dl at the time of the call. The customer was given dextrose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was having highs of 600 mg/dl and lows of 51 mg/dl when they are in auto mode. The customer was also hospitalized for a low while on the 630g pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.